Manufacturer narrative:
Device was manufactured from february 17, 2016 to february 19, 2016. The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed and passed successfully with no issues relating to the reported condition. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a single day infusor leaked after filling with 1075 mg/21.5 ml of fluorouracil and sodium chloride for a total fill volume of 47ml. There was no patient involvement. No additional information is available.